Event description:
A health care professional reported that following glaucoma shunt implant, there was a corneal decompensation due to suspicion of endothelial contact. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A complaint history examination for the device component lot traceable to the reported lot number indicates there are five additional complaints associated with the component lot for the reported issue. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that event has not resolved, the patient was hospitalized due the event the patient was prescribed with beta blockers and prostaglandins to reduce the pressure in the eye, and there was a stent shortening surgery happened on (B)(6) 2022 and the stent was not explanted. No further information available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A photo is attached to the parent file and has been reviewed by the investigation site. The photos shows a piece of trimmed stent inside of a plastic vial. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, trimmed piece of device after cameral stent shortening received.

Manufacturer narrative:
One trimmed piece of a company stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed; the proximal collar was returned with a jagged cut behind the collar. The sample was also found to be non-conforming with surgical debris observed on the portion of the stent that was provided. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).